Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable infusion pump for non-malignant pain. It was reported on 2016-10-07 that the patient was obtunded and ended up receiving narcan. They also ended up reducing her dose. The patient was doing better, but then experienced pain due to the dose being turned down. When it was asked of the symptoms correlated with any dose or drug changes it was stated the patient has had ¿fluctuating doses¿ historically. The patient¿s medications were unknown. The patient¿s status was unknown.

Event description:
Additional information was received from a manufacturer's representative (rep). It was stated that (B)(6) reported the event to the rep on (B)(6) 2016. The rep stated that there was no device issue or concern. The logs and pump were checked. The issue turned out to be related to the dosing that the hcp had done, they had been steadily increasing the patient¿s dose. The cause was unknown. They had been more gradually increasing the dose and the symptoms had not returned. The rep believed that the drug in the pump was morphine, though the rep did not have any dosing information. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.